Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out-of-range right atrial (ra) lead pacing impedances. Additionally, a signal artifact monitoring (sam) event was recorded; however, the cause was not determined. Technical services (ts) provided troubleshooting recommendations and advised further evaluation of the lead. No adverse patient effects were reported. This ICD lead remains in service.